Event description:
The customer reported that the spo2 measurement reading on the monitor was staying at 100% incorrectly. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer received remote technical assistance from the philips solutions center (sc) at which time an spo2 board was ordered and shipped to the customer for replacement. No on site support was requested and none was provided. The monitor remains at the customer site. Philips concluded that there was an spo2 board malfunction. The replacement spo2 board was shipped to the customer for them to install on their own. There is no indication that the monitor failed to alarm in an "out-of-limits" alarm condition. Product labeling warns that the most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient. A highly aberrant or questionable measurement result would be obvious to caregivers during close observation. There have been no further calls received from the customer for this monitor issue. No further investigation/action is warranted. No formal response was requested and none is warranted.